Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the target positioning not being good was unknown. The patient weight was unknown. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Analysis of the lot (lot no. Unknown) found no anomaly. Conclusion code updated. Result code updated. Method code updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the target position was not good on the lead during the test and a new lead was placed. This was currently the only completed step of the lead implantation surgery. It was expected that the operation of the stimulator implantation would be completed on (B)(6) 2018. The patient was still in the hospital. The cause of the issue was unknown. The patient was in good condition. No patient symptoms or further complications were reported as a result of this event.